Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was not displaying the tidal volume. There was no patient involvement when the issue occurred. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
H10: a continuation of the event was reported to philips, for the no tidal volume values being displayed. The continuation of the record indicated that the device was in clinical use when the issue occurred; it was reported that there was a delay in therapy, as the device needed to be replaced. There was no patient or user harm reported. A follow up was performed with the key market (km), and the responder reported that philips serviced the device, and replaced the air sensor to resolve the issue. The device was returned to service.

Manufacturer narrative:
H10: a follow up was performed with the key market (km), and the responder reported that the device was out of warranty, and the customer declined to have the device serviced by philips. No further actions were performed by philips. Insufficient information is available to determine the resolution of the event. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation. H11: d4 - product UDI.